Event description:
Pt was admitted for routine explant of port, therapy was finished. Surgeon removed port and noticed catheter was shorter than normal. Surgeon suspected distal end of catheter sheared. X-ray confirmed - approximately two inches of catheter remained in heart of pt.